Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported the lifevest snagged on his stitching tearing them open and causing bleeding. Patient reported the garment was too tight and lifevest rolls up. There was no alleged device malfunction contributing to the irritation. Patient ended use, declined further distributor assistance, and advised to not be contacted again, therefore the outcome of the irritation is unknown.